Event description:
The surgeon reported via the sales business manager that a patient was required to undergo a revision of their exeter stem due to a reported fracture. The surgeon reported that he replaced the stem with an exeter 44 short stem with cement. The primary procedure was performed on (B)(6) 2008. The surgeon reported that the hospital will be reporting the event to the (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding stem fracture involving an exeter device was reported. The event was confirmed. Medical records received and evaluation: a review by a clinical consultant confirmed the stem fracture on the x-ray. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: it was reported that the patient was required to undergo a revision of their exeter stem due to a reported fracture. A review by a clinical consultant confirmed the stem fracture. The exact cause of this event could not be determined based on the information available. Further information such as device analysis and patient history and medical records are needed to complete the investigation for determining root cause.

Event description:
The surgeon reported via the sales business manager that a patient was required to undergo a revision of their exeter stem due to a reported fracture. The surgeon reported that he replaced the stem with an exeter 44 short stem with cement. The primary procedure was performed on (B)(6) 2008. The surgeon reported that the hospital will be reporting the event to the (B)(4).